Event description:
During use of the device for cardiopulmonary bypass, the electronic gas delivery system displayed a warning message indicating that the gas source was absent, event thought the gas source was present. An alternate device was then employed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not begun.